Manufacturer narrative:
We received one tyvek cover of the packaging without any actual product from reported model and lot number . The reported event of pressure issue was not able to be verified due to no return of the actual product. The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. We received information that the device was discarded at the hospital.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use the femoral blood pressure went from a systolic pressure of 100 to 200 mmhg. Furthermore, it was not possible to re-zero the transducer. Additionally, it was confirmed that the systolic blood pressure was 100 mmhg with another transducer placed in a radial arterial line. Furthermore, the dpt was used with a swan ganz catheter. The customer tried to draw blood from the distal port without success. There was no error message reported. There was no allegation of patient injury. Only one dpt is available for evaluation as the devices related to the other incidents were discarded.